Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the patient underwent transforaminal lumbar interbody fusion at levels l3-4. 4.75 implant system was used in the surgery. Post-op, pedical screw deviation to medial was observed at one side of l3. Percutaneous removal and re-implantation were performed for l3 and l4 screw. The issue was reported to be resolved.